Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the snooze alarm was going off every ten min, and the snooze was set to 0. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a review of the black box data showed that the user settings for glucose user hi limit alert threshold¿ had been set to 220 mg/dl with 0 minutes snooze time. A test transmitter successfully paired with the pump. The bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. The pump and transmitter were then ran over night with a steady reading of 115 mg/dl within +/- 20%. No errors, alarms or warnings occurred. A¿cs213¿ warning was simulated with a threshold of 120mg/dl and 0 min snooze time. The pump then gave the appropriate ¿cs213¿ audible and visible warning. No further ¿cs213¿ alerts emitted after confirming the first ¿cs213¿ warning, the snooze feature was found to be functioning properly. The complaint was not duplicated during investigation.